Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, de novo lesion in the left anterior descending (lad) artery. The 3.00x18mm xience alpine stent delivery system (sds) was advanced; however, it could not cross the lesion. During removal, the stent dislodged outside of the anatomy, inside of the guide catheter. No other device was able to reach the target lesion and the procedure was aborted. The patient was stable and put on medical management. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.